Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead impedance has dropped from 1000 ohms to 500 ohms since implant 5 years ago. It was further reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported that the patient was in chronic atrial fibrillation, and that during extraction of the rv lead, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.